Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a gradual increase in pacing lead impedance was observed via remote transmission. The lead remains implanted. Patient was stable and will continue to be monitored.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was twisted, consistent with twiddlers syndrome. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that the lead was capped and replaced due to twiddlers syndrome. Patient remained stable.

Event description:
It was noted that prior to lead replacement, an x-ray was performed that showed twiddlers syndrome leading to possible fracture.